Event description:
Essure implant 2009, within the last 2 years I have had pelvic pain, hair loss, tinnitus, and fatigue. After ultrasound, could not locate the devices. Will need x-ray or MRI to locate the devices.